Event description:
Additional information received states that the patient¿s treatment was restarted and completed on the same machine without further complication after a new tubing kit was mounted. The device has been quarantined until information is received to perform necessary measures. No further information provided.

Manufacturer narrative:
Plant investigation: the review of the complaints revealed that the reported failure type represents a known event. Investigation of machines files indicated the operators had great difficulties with the access pressure. This happened in the middle of the treatment, and then more so at the end. The catheter may have been blocked. The pressure must always be within the end of the scale marks before the blood pump can start again. Apparently, however, it was not possible to unblock the access so that neither the treatment could be continued, nor the blood returned. We have 2 alarm situations for both the access and the return pressure. The first is that the current alarm is only outside the alarm limit value window and therefore a lower or upper alarm is issued. This can be confirmed with confirm and the treatment (or other) can be continued. The second is when the current pressure hits the lower or upper end of the scale and remains there. Even if you press confirm, the pump will not start for safety reasons until the current pressure has been relieved by at least 5-10 mmhg. Depending on which pressure is affected, this can only be done manually by the user in the worst-case scenario. In a pending alarm situation, no other mode can be selected, e.g., end of treatment, the alarm must first be eliminated. In this case, it is probably the case that the user is stuck in a loop. The multi device behaved according to specification. A review of the device history record found to be not necessary due to the fact that the failure/ complaint can be clearly attributed to the failure mode. Based on all performed investigations/evaluations the described behavior could be reproduced. There are no indications on the basis of received complaint information and all investigations that the product deficiency is related to falsification or an unauthorized configuration. The device behaved according to specification, displayed the expected error message and stayed in a safe condition.

Manufacturer narrative:
Additional information provided in b5 and d10.

Event description:
Additional information received states that the patient¿s treatment was restarted and completed on the same machine without further complication after a new tubing kit was mounted. The device has been quarantined until information is received to perform necessary measures. No further information provided.

Manufacturer narrative:
Additional information provided in b5.

Event description:
Upon follow up, it was noted that the patient¿s treatment was discontinued and experienced approximately 500 ml of blood and approximately 650 ml of plasma. No further information provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that after transport and a procedure, the patient was connected to the multifiltrate pro machine for continuous renal replacement therapy (crrt). Alarms prevented the menu to be entered and start ¿termination with blood return¿. Before the connection both lines were aspirated, the blue return line to the patient was slow to aspirate but it connected normally. After a short time, alarms indicated issue with pressure conditions that caused cross connecting. The alarms were persistent despite measures. Due to this, it was decided to end dialysis with blood return, but the menu was unable to be accessed due to the persistent high return pressure alarm. The patient¿s blood was not returned, and the filter was disconnected to avoid clotting in the dialysis catheter. The nurse disconnected the system and tried to turn off the alarms. The sample was reported to not be available for evaluation. Additional information requested but has not been obtained.